Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the pacemaker failed to deliver low voltage output after leads connection prior to pocket closure. The pacemaker was not used and replaced. There were no patient consequences.